Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed no issues, with shrinkage of the aneurysm to 51mm. On (B)(6) 2015, five year follow-up imaging showed that the diameter of the aneurysm enlarged to 58mm. A type ii endoleak of unknown origin was reported. The physician elected to monitor the patient. According to the cro in (B)(6), no further information is available.